Event description:
The customer reported to the philips response center (rc) that device was failing the user initiated operational check (opcheck). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A third party technician evaluated the device.